Event description:
Caller states that customer attempted to use the aviva system while experiencing low blood glucose symptoms. Meter gave error message e37, which is within meter specifications. Customer was lethargic, eyes were glazed, and customer could not speak. Caller treated customer with 6 strawberries and peanut butter. Customer refused to seek medical treatment and began to feel better. Requested return of suspect device and replacement was sent.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 100% stenosed, chronically occluded, target lesion was located in the proximal left anterior descending (lad) artery and extending into the distal left circumflex (lcx) artery. The patient's coronary anatomy was noted to be mildly calcified and moderately tortuous. The vessel diameter was noted to be 2.7mm in length with the lcx portion of the target lesion measuring 42mm in length. Vascular access site was obtained via the right radial artery. The lcx was predilated with a 1.25x15mm non-bsc balloon and a 2.5x15mm non bsc balloon to 18 atms, 4 times for 9 seconds with residual stenosis noted to be 60%. A taxus liberte (mr) ous - 16x2.75mm drug eluting stent was advanced to treat the target lesion; however, resistance was encountered and the device was not able to cross the lesion. Upon removal, it was noted that the stent struts were "raised." A 2.5x14mm non-bsc stent and a 2.75x30mm non-bsc stent were implanted with overlap in the lcx. A 3.0x33mm non-bsc stent and a 3.5x24mm non-bsc stent were implanted in the lad. There were no patient complications reported with the patient's current condition listed as "stable."

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.